Event description:
A malfunction was reported with the customer's insulin pump, specifically displaying a malfunction code labeled as malf 16. There was no reported impact to the customer¿s blood glucose level. Customer support planned to replace the faulty pump. Meanwhile, the customer prepared to use a backup insulin pump to ensure continuous insulin delivery.